Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was with a neurostimulator for gastrointestinal/ pelvic floor. It was reported that the patient felt a sharp electric sensation at their private part on the day of the report and a power on reset (por) message was seen on the day prior to the report. In the end, the patient was sent a list of healthcare professional (hcp) to follow-up with. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported stimulator for her bladder was not working. There were no further complications that have been reported as a result of this event.